Event description:
Resident was being hoyered from bed to recliner chair when strap slipped off s hooks. Resident fell to floor hitting buttocks first and then back of head followed, contacting the metal support legs of hoyer, left side. Resident complained of back pain, arm pain. Resident moving arms, legs and head on own.